Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an esophageal procedure, the capsule failed to attach to the patient's esophagus. Upon removal of the delivery system, it was noticed that the capsule remained attached to the delivery system. There was no harm to the patient or user. A second capsule was calibrated and attached without issues. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the bravo procedure and showed the esophagus to be normal. No lubrication was used to facilitate placement of the capsule. The patient was discharged from the hospital and in outpatient status. No known adverse events were reported.

Manufacturer narrative:
Investigation summary: it was reported that one bravo ph capsule failed to attach from the delivery device onto the patient esophagus. One bravo ph capsule delivery device was received for investigation. The capsule was not attached to the delivery device. The capsule was not received for investigation. Visual inspection did not reveal any damage, and appears to have functioned within specification. Functional testing could not be performed because this is a single use device and once the capsule is delivered, it cannot be functionally tested. Investigation conclusion for the failure to attach could not be reliably determined. Additionally, a review of the device history record was performed and indicates that the product was released meeting finished product specifications. If information is provided in the future, a supplemental report will be issued.